Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the implant removed a few years ago because it was not working for them. Patient noted that the stimulator was for the lumbar area and partially up and not even in the center back. Patient had the device removed but the leads are still there and they need an MRI. Agent reviewed MRI guidelines with abandoned leads. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with their hip doctor on monday. Pt stated they had the implant for about a year after before they noted it was not helping any longer.

Manufacturer narrative:
6b: explant date currently unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.